Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience trays, had leaks from the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received depicting three 10ml syringes each. The syringes are filled with a clear liquid. Droplets of the clear liquid are visible on the plunger rod immediately behind the stopper. Leakage past the stopper is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: based on the information provided, potential root cause for the leakage could not be determined. It is possible it could be related to the assembly process or materials involved. It is also possible it could be related to the syringe filling process.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience trays, had leaks from the stopper. There was no report of exposure, serious injury or medical intervention.